Event description:
Pt status post two plate and screw implantation left distal humerus on (B)(6)-2010 returned to surgeon complaining of pain. Pt was returned to operating room on (B)(6)-2011 and all hardware was removed. Surgeon noted fracture was healed with pt not needing revision hardware. This is 17 of 17 reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.

Manufacturer narrative:
Device was used for treatment, not diagnosis.

Event description:
Reportedly the patient fell while skateboarding. The patient is a pediatric patient. It was reported the patient sustained pediatric elbow with prominent hardware. This report is for a 2.7mm cortex screw. This is 17 of 17 reports for the same event, complaint #(B)(4).